Event description:
Additional information was received from the patient. When asked to clarify where they were experiencing the burning sensation, the patient stated the burning was where the left wire was located. Patient described it as feeling like touching an exposed electric cable and it burns to the touch. When asked about the cause, the patient stated it's only if they turn the left side of the unit; no issues with the right side. The patient stated they're in the process of contacting the surgeon that did the operation to see what can be done. The issue has not been resolved at this time and is pending a doctor's appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 3777-60 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2016; explant date brand name ; product ID 3777-60 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2016; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was writing because they hadn't had the unit checked in more than 6 years and have been looking for another doctor office in there area that could check their unit. The patient stated that they haven't been able to use their device for more than 4 years because it was burning when they use the left side of the unit. They stated that it may need to be replaced or a new left wire implanted.